Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically fractured due to over-rotation. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix fully retracted and could not extend due to distal conductor fractured within is-1 pin.

Event description:
It was reported that during implant attempt, after initial fixation the helix would not extend a second time. Multiple attempts were made with various stylets and multiple excess rotations of the rotation tool, with no success. The lead was explanted and tested outside the body, where 26 rotations were needed to extend the helix. A second lead was attempted to implanted, utilizing the stylets from the first lead. Once inside the body, the helix could not be extended. High impedance was also noted. The lead was explanted and tested outside the body, where over 20 rotations were needed to extend the helix, with or without stylets. A third lead was successfully implanted. No patient complications have been reported as a result of this event.